Event description:
A male underwent aaa repair in 2009. The pt had a previous history of arteriosclerosis and he had taken a steroid. During the procedure, the physician first released the top cap. A type I endoleak was found at the proximal neck. Therefore, the physician sealed the endoleak with another manufacturer's balloon catheter. The physician then performed angiography but the leak persisted so he placed another balloon catheter. Another angiography revealed the type I endoleak was resolved. However, a retrograde type-a aortic dissection occurred between the suprarenal stent, and the main body graft sealing site. After the procedure, the physician performed CT and found the retrograde type-a aortic dissection from a bifurcation of the renal artery to the heart. The physician performed a drainage of the heart and he suspected rupture of an arch of the ascending aorta. The physician placed another manufacturer's stent in the aorta, then took a wait-and-see approach. The pt's condition, a hemoglobin value and blood pressure, are improving. The platelet level was no problem therefore the physician performed a blood transfusion.

Manufacturer narrative:
Event evaluation: still under investigation.